Event description:
As reported, when utilizing a syringe with the navilyst medical convenience kit to aspirate saline, air was pulled into the syringe. This happened several times during preparation. No air was injected and there was no patient injury. Samples were returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of closed systems and the failure mode of "air in line." No adverse trends were identified. Four opened, used convenience kits were returned for evaluation. When examined, on 3 of the 4 samples, fluid leakage was observed at the bond site between the fixed male of the male-to-rotating adaptor (ra) and the female of the check valve on the protection station. The fourth sample was also subjected to air leak testing, and no leakage occurred. The root cause of the leakage (which could have resulted in the user's report of air aspiration) was determined to be employee assembly error in failure to follow the appropriate bonding procedure. The employees involved in the production of the identified lot have been made aware of this report and have been re-trained on the applicable assembly and inspection procedures. Process controls for the device assembly include visualization for cloudy bonds, voids in the bond area and excess bonding agent. An inspection is also performed to verify the security of all bonds. (B)(4).